Event description:
Caller reported that a malfunction occurred on the pump but indicated that no notable events happened prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, resolving the issue without recurrence. Customer was instructed to continue using the pump and to call back if the malfunction code recurred, which the caller acknowledged and understood.